Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to rise in threshold to a high measurement with noise on the pace/sense portion of the lead. Attempts to reproduce rv lead noise were unsuccessful. The lead was turned off and it was laser extracted with subsequent rv lead replacement. No patient complications have been reported as a result of this event.